Manufacturer narrative:
The maryland bipolar forceps instrument has not been returned for evaluation; therefore, the root cause of the customer reported failure mode cannot be determined. A follow-up MDR will be submitted if the instrument is returned (post engineering evaluation) or if additional information is received. This complaint is being reported based on the following conclusion: it was alleged that the instrument smoked. The allegation could be related to the potential for electrical discharge at a location other than intended. While there was no harm or injury to the patient, the reported failure mode could likely cause or contribute to an adverse event if it were to recur.

Event description:
It was reported that during a da vinci-assisted hepatectomy procedure, the maryland bipolar forceps instrument smoked a lot during its use and there was a smell of burned. The mechanism looked burned between the bites of the instrument. A backup instrument of the same kind was used, and the procedure was completed with no reported patient injury. Intuitive surgical, inc. (Isi) followed up with the initial reporter and obtained the following additional information: they were able to use a replacement instrument and complete the procedure. There was no procedure delay as the nurse reacted quickly. There was no patient injury or increase in port incision.

Manufacturer narrative:
Intuitive surgical, inc. (Isi) received the maryland bipolar forceps instrument involved with this complaint and completed the device evaluation. Failure analysis found the primary failure of thermal damage between the grips to be related to the customer reported complaint. The maryland bipolar forceps was found to have charring and localized melting at the grip base between the grips. The maryland bipolar forceps instrument passed the electrical continuity test. Thermal damage can be caused by insulation degradation and carbonized tissue creating a conductive path. The maryland bipolar forceps instrument was found to have thermal damage on the bipolar yaw pulley. The damage was found at one of the grip bases. Upon visual inspection, there was no damage observed on the conductor wire. The maryland bipolar forceps instrument passed electrical continuity. The maryland bipolar forceps also was found to have the life indicator prematurely activated. The housing was removed and found the life indicator was rotated to red before expiration. The probable root cause of this failure is typically attributed to mishandling/misuse.

Event description:
Refer to h10/h11 for follow-up information.